Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. It was reported that the adhesive was loose and the needle was not in the skin, which indicates that the cannula was dislodged. As treatment, a new pod was applied successfully.